Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a air bubbles anomaly. Customer's blood glucose was 269 mg/dl. The customer wants to do change set to end troubleshooting. Customer was advised to monitor and call back if issue recurs.